Manufacturer narrative:
The pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test or verify off no power anomaly due to blank display. The pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had moisture damage and blank display. The customer's blood glucose level was unknown. The customer had off no power alarm followed by completely blank display. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.